Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient presented inflatable penile prosthesis (ipp) inflation issues, the physician attempted to inflate the device before surgery with no success. The cylinder were malpositioned and undersized by the previous surgery. The existing components were explanted and replaced with a new ipp. Upon explantation, a hole was observed in the tubing pump. There were no patient complication in relation to this event.

Event description:
It was reported that the patient presented inflatable penile prosthesis (ipp) inflation issues, the physician attempted to inflate the device before surgery with no success. The cylinders were malpositioned and undersized by the previous surgeon.the existing components were explanted and replaced with a new ipp. Upon explantation, a hole was observed in the tubing pump. There were no patient complication in relation to this event.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported inflation issues, tubing hole, cylinders malposition and sizing cannot be established, the product performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing was worn to the filament; however, no leaks were present. Contamination was found inside pump; therefore, it was not functionally tested due to contamination. The ipp cylinders were visually inspected and leak tested. Both cylinders had large hole in the outer tube due to wear at fold in cylinder body; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Both cylinders had wear at fold in cylinder body. Both cylinders were pressure tested and performed within specification. The krt of both cylinders were fatigue and worn to filament; no leak was found. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.